Event description:
A pharmacist contacted lifescan in 2005 on the pt's behalf and reported that the one touch ultra meter (serial number not provided) kept giving inaccurately control high results. During troubleshooting with the customer service agent, it was verified with the reporter that the subject meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The pt had also been using the correct control solution. The reporter was walked through two consecutive control solution tests and the results fell outside the specified range. The pt did not receive any medical treatment or attention. A lab test was performed on the pt (result was not provided). Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the pt experienced injury due to the product. Therefore, this case is reported as a product malfunction due to two failed control solution tests.